Manufacturer narrative:
(B)(4). G2: poland. H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the needle of the instrument fractured during surgery. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was able to be confirmed from product return. Visual examination of the device identified that it had been cycled twice and the fractured tip with sutures and anchors were not returned. The fracture site and type are consistent with prior investigations in which bending overload type of failure was identified. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.